Event description:
It was reported that (5) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the (1) tsb45 instrument, with (4) tr45b reloads had malformed staples; however, the tissue was cut as intended. Another instrument was used to complete the case. There was no consequence to the pt. The reloads will not be returned.